Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163859 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m163859 , test base part number 190-430 / lot: m163859. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163859 showed that the complaint rate is (B)(4)%. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Reference MFR. Report: 1221359-2021-03530.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses report 2 of 2 for the false positive result on (B)(6) 2021. The customer reported a false positive result on a directly tested nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing was performed on the same day on a nasopharyngeal swab with a new sample and generated negative results. Per the customer, there were no patient harm due to test results. Additionally, there was no delay or impact in treatment due to test results.